Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The manufacturer¿s representative confirmed the back-up alarm failure. A replacement ventilator was shipped to customer to resolve this issue. The part was returned to the manufacturer for investigation: it was determined this piezo buzzer ls1 was failing intermittently due the piezo¿s insulation resistance was out of spec at 998 kilo-ohms which causes an intermittent failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an out of box failure, error code 1104, back-up alarm failed. There was no patient involvement.